Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #s: (B)(4), description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient underwent an explant due to a rash and blistering at the ipg and lead sites. The physician believed that this is due to the patient having a reaction to nickel within the device. The patient is reportedly doing well following the procedure. The patient's rash and blistering has resolved on its own after the explant.